Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni+3) result on their unicel dxi 600 immunoassay access system (serial number (B)(4)) for one (1) patient. The result was reported outside the laboratory. The customer re-centrifuged the sample. The customer repeated the patient sample on an alternate unicel dxi 600 access immunoassay system serial number (B)(4) and obtained lower results, within the assay's normal reference range. There was a report of change in patient treatment as the patient was admitted to the hospital in association with the elevated access accutni+3 result obtained. All system parameters (including quality control (qc) and access accutni+3 calibration) were within assay/instrument specifications. The patient's sample was collected in a lithium heparin plasma tubes and centrifuged at 3500 revolutions per minute (rpm) for five (5) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
\The customer did not provide patient demographics such as age, date of birth, sex or weight. \ quality control (qc) and calibrations were performing within specifications indicating that there was no hardware or system issue as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information. (B)(4).